Event description:
Nurses spend most of their time entering data on the ehr and fail to assess the data that they enter and fail to know and communicate data that is extreme, including hypertension, hypoglycemia, hypothermia, diarrhea, and many others. The communication impediments are potent due to the human factor deficiencies associated with cpoe and ehr devices.